Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 872ml, indicating the home patient (hp) drained 872ml more than their programmed fill volume of 1400ml. This which meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any excessive drains or overfill symptoms. The patient has resumed therapy successfully and there was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).